Event description:
It was reported that when using the bd pyxis¿ anesthesia station es anldr2, had backup battery issue and user was unable to turn on pyxis since it made noise. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had a backup battery issue. A field service engineer (fse) identified that the battery backup unit was faulty and required replacement, after which the external uninterruptible power supply unit was replaced to restore reliable power support. The system functioned as intended after the field service engineer repaired the device.